Event description:
Procedure type: laparoscopic hernia repair. According to the reporter: the balloon did not inflate. There was no additional bleeding, nothing fell into the cavity and the operative time was not extended over 30 minutes. No pt injury reported.

Manufacturer narrative:
(B)(4).